Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown errors occurred. Data was evaluated and the allegation was confirmed as a loss of connection was observed. The probable cause was determined to be loss of connection. The reported event of unknown errors is reportable based on the finding of a loss of connection. No injury or medical intervention was reported.